Event description:
It was reported that pump malfunction occurred with malfunction code 16, and no notable events before malfunction were known. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable, did not have ability to charge pump at that time. Ultimately cts provided pump reset information and assisted caller with resetting the pump. Malfunction did not recur. Customer may continue to use the pump.